Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4); electrode belt sn (B)(4): 11/2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager notified zoll customer support that a (B)(6) female pt was treated while in the hosp. The pt reported she was conscious at the time. A review of the event indicates that the pt experienced an inappropriate defibrillation event. The pt was in sinus tachycardia at 107 bpm with tall t-waves at the time of the treatment. The tall t-waves contributed to the false detection. The response buttons were pressed after the treatment was delivered. The pt was life-flighted to another hosp after the treatment. The pt ended use of the lifevest.